Event description:
It was reported that during a ptca procedure, as the balloon catheter was being advanced over the guide wire, it got stuck just before the "tuey". The balloon catheter was pulled aggressively off of the guide wire. After this, the tip of the balloon catheter was noted to be separated. The guide wire was then wiped down and the tip of the balloon catheter was found in the gauze. Reportedly, there was no pt injury.